Event description:
A full 180mm ring was applied to an average height and weight male pt to treat a proximal tibia fracture. Approx 3 days after application it was noted that 2 of the wire carriages were broken. Md replaced the carriages without incident. There was no injury to the pt.